Manufacturer narrative:
Customer returned one puendo5 from batch number 0000180493. The tip was broke as indicated in the complaint. Visual exam of the broken tip showed not defects or markings. Upon DHR review it was noted that there was a nonconformance placed on the lot/batch for bent, and bowed tips. It shows that 4 pieces were scrapped out. Recommended setting for the endo 5 is min 1 max 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one puendo5 from batch number 0000180493. The tip was broke as indicated in the complaint. Upon DHR review it was noted that there was a nonconformance placed on the lot/batch for bent, and bowed tips. It shows that 4 pieces were scrapped out. Recommended setting for the endo 5 is min 1 max 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Also, these tips should be used with water. Root cause of breakage cannot be determined.

Event description:
In this event it was reported that a proultra endo tip #5 broke during use; no injury resulted.